Event description:
It was reported that a system error 2240 (air in tubing) alarm occurred on the homechoice (hc) during therapy. The patient disconnected from the patient line and reconnected after receiving the alarm. The technical service representative assisted the patient to end therapy. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). The cause of this event was determined to be that the user had not used correct disconnect and reconnect procedure. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.